Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial scs sys, including a surgical lead, on (B)(6) 2009. Neither the lot or serial numbers were provided; therefore, it is not possible to determine a manufacture or exp date. It was reported the lead was explanted due to migration. The physician attempted to replace the lead, unfortunately, the pt had developed an infarction at the lead site. The infarction was treated with an anticoagulant. The explanted lead was not returned to the MFR for analysis. F/u on the pt found that the infarction resolved and a permanent scs sys was ultimately implanted.